Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. (B)(4). Medical devices: item number: xl-200150, item name: active articulation head, lot #: 981030; item number: 163666, item name: femoral head bearing, lot #: 553980; item number: 110017105, item name: g7 shell, lot #: 366265; item number: 51-107140, item name: taperloc stem, lot #: 3612807. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08170 ; 0001825034 - 2018 - 08171 . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right hip arthroplasty on (B)(6) 2017. Subsequently patient was hospitalized and required surgery approximately two weeks post-implantation. A mass and fluid was noted during surgery. A wound vac system was put in. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
Upon receipt of additional information, it has been determined this report is a duplicate of the event reported on 0001825034-2018-08164. The initial report was forwarded in error and should be voided. If additional information regarding this event is received, a supplemental report will be filed under 0001825034-2018-08164.

Event description:
Upon receipt of additional information, it has been determined this report is a duplicate of the event reported on 0001825034-2018-08164. The initial report was forwarded in error and should be voided. If additional information regarding this event is received, a supplemental report will be filed under 0001825034-2018-08164.